Event description:
The customer reported that the underpad breaks when they move the patient. There was no patient harm reported.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were twelve (12) count of unopened packet of samples provided for the evaluation. Upon analysis, none of the pads contained streaks/stretches in poly and were not dry or brittle. The mats were fully distributed and the side and ends seals were closed. The pads were also viewed under black light by quality assurance technician and engineer, and no issues were found with the hot melt glue. The returned samples met specifications. Therefore, the reported condition is not confirmed, and the root cause of the reported issue could not be determined. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for qa tracking and trending purposes.